Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radiofrequency ablation for liver cancer. It was planned to ablate 3 nodulars. Two nodulars had been ablated for 30 minutes respectively. When the third nodular was punctured to ablate, high impedance error was generated. The needle and electrode were replaced and used but the same incident remained. The generator was restarted many times but error 277 occurred each time. A non-medtronic device was used to complete the case. It took 30 minutes for troubleshooting. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.